Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s serious adverse events of fluid volume overload and pericarditis, which required hospitalization. Per the patient¿s pdrn, the cause of the adverse events is attributed to the patient¿s low ejection fraction. Fvo in pd patients can be caused by a range of factors. However, based on the limited information available, the liberty select cycler cannot be excluded from having a possible contributory role in the events. Due to the lack of a discharge summary, treatment record(s) and past medical/surgical history, there is insufficient evidence to disassociate the liberty select cycler from the events. Furthermore, the patient¿s liberty select cycler was not received by the manufacturer for evaluation. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis nurse reported the patient was in the hospital for fluid overload and pericarditis. The patient has since been discharged and has resumed treatment. The pericarditis was not due to fluid overload. The patient's ejection fraction was low. Upon follow up, the pdrn stated the patient was experiencing unspecified issues with their cycler and had requested a replacement. The pdrn stated the patient¿s fluid overload was also due to the patient's low ejection fraction. The patient has reportedly been discharged from the hospital and has resumed ccpd therapy utilizing the replacement cycler. Subsequent attempts to obtain additional information (e.g. Discharge summary, treatment records, hospital records), have thus far proven unsuccessful.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Correction: b2 and b7.